Event description:
The customer called and reported she was hospitalized in november for a panic attack and diabetes. The customer was calling in to report experiencing high blood glucose of over 600 mg/dl at the time of report, after her infusion set tubing had detached. Customer reportedly was treating with the insulin pump. Troubleshooting was not completed as customer stated she believed her high blood glucose was due to the infusion set detachment incident from earlier. Customer stated she would be contacting healthcare provider for instructions on how to treat for her high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.